Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the stylet exhibited difficulty inserting into the left ventricular lead. The stylet was attempted to be inserted multiple times but were unsuccessful. The physician attempted to flush the lead but did not flush. The lead was not implanted and replaced.